Manufacturer narrative:
Initial reporter phone no. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an intermittently unresponsive up arrow button in the keypad. This occurred during testing in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1, d3, d4. Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "up arrow button is intermittent (soft key)" was confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing keypad. The keypad requires to replace to address this issue. Should additional relevant information become available, a supplemental report will be submitted.